Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon receipt of medical records it was discovered the pt had been diagnosed with peritonitis. Follow up was made with the peritoneal dialysis (pd) pt's clinic registered nurse (rn), who stated the pt was admitted to the hospital on (B)(6) 2015 for gram positive staphylococcus peritonitis. Per pd rn the pt did practice aseptic technique when completing peritoneal dialysis treatments and it was unk what may have attributed to the infection. Per pd rn no fluid leaks were reported during treatments or prior to infection. Per pdrn the pt was discharged on (B)(6) 2015 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without issue. Medical records were requested.